Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included abdominal pain, ovarian cyst, dysfunctional uterine bleeding, bladder infection, uti and headache. Concomitant products included nsaid's, paracetamol (acetaminophen) and tramadol. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding,painful intercourse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain, depression and mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device - location of device: uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included abdominal pain, ovarian cyst, dysfunctional uterine bleeding, bladder infection, uti and headache. Concomitant products included nsaid's, paracetamol (acetaminophen) and tramadol. In october 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("heavy menstruation / abnormal bleeding(menorrhagia) / heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety had not resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding,painful intercourse quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: pfs received: event: migration of essure device - location of device: uterus, genital bleeding were added. Event outcome for pelvic pain, heavy bleeding: were recovered/resolved. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device - location of device: uterus'), pelvic pain ('severe pelvic pain/pelvic area/pain') and genital haemorrhage ('heavy bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included abdominal pain, ovarian cyst, dysfunctional uterine bleeding, bladder infection, uti and headache. Concomitant products included nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("heavy menstruation / abnormal bleeding(menorrhagia) / heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, dyspareunia, depression and anxiety had not resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding,painful intercourse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device - location of device: uterus'), pelvic pain ('severe pelvic pain/pelvic area/pain') and genital haemorrhage ('heavy bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included abdominal pain, ovarian cyst, dysfunctional uterine bleeding, bladder infection, uti and headache. Concomitant products included nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("heavy menstruation / abnormal bleeding(menorrhagia) / heavy bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, dyspareunia, depression and anxiety had not resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff revived treatment for pain, bleeding. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events vaginal bleeding,painful intercourse quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome , rcc added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and menorrhagia ("heavy menstruation"). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.